Event description:
It was reported that the patient presented in-clinic for follow up. Interrogation showed that the false elective replacement indicator (eri) alert was triggered. Programming changes were made. No patient consequences reported.